Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor doesn't alarm audibly for vtachy, but at the central station (piic ix) a strip is contained in alarm review. There was no adverse event of patient harm reported.